Event description:
Five days after the valve was implanted, a transvalvular leak and central jet were seen on echo. The pt underwent reoperation and it was found that the cusp was entrapped by the sutures. The cusp was freed and the valve was left implanted. The pt was reported to be in unstable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis and remains implanted. However, a review of the device history record indicated each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Information received indicated a cusp was entrapped by a suture and after the cusp was freed from the suture it functioned normally.